Event description:
It was reported that during a pta procedure of the iliac artery, the vessel was perforated. It was reported that "the physician started the procedure with a 6mm x 4cm balloon and dilated to 12 atm's. A waist was still visible, so the balloon was upsized to an 8mm x 4cm, which was also dilated to 12 atm's. Following deflation, extravasation was noted, indicating the perforation. The 8mm x 4mm was used to tamponade the vessel. Three stent grafts were then placed at which point minor extravasation was noted. It was reported that the patient died 8 days later, cause not reported. An autopsy was completed, and the hospital declined to release a copy of it. The hospital reported that they found no relationship of the catheter to the patient's death.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. As reported by the risk manager of the hospital, they could find no relationship of this event (patient death) to the product. No product malfunction was reported. As the size of the vessel was not disclosed, it is unknown if the size of the balloon was appropriate to the size of the vessel. The information for use for this device states: potential adverse reactions: vessel dissection, perforation, rupture or spasm.